Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's neurostimulator was not working following a unk procedure. Unable to f/u with the contact information provided, hence no additional information was obtained.